Event description:
Healthcare professional reported a left side "rupture." Healthcare professional additionally reported "complains of bleeding from incision," "mild oozing along imf incision, left breast," and "left nipple discolored". This is not related to the device. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: g.1., g.5.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "rupture." Healthcare professional additionally reported "complains of bleeding from incision," "mild oozing along imf incision, left breast," and "left nipple discolored". This is not related to the device. Device remains implanted.